Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found a tear in a haptic and residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6, -11.5/+1.5/98 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed during the same surgery because the patient moved during the procedure and the lens turned upside down. There was no patient injury.